Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent the chronic catheter placement procedure. It was reported that post chronic catheter placement, the drainage catheter connector was allegedly found fractured. The procedure was completed by replaced with another device. T here was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent the chronic catheter placement procedure. It was reported that post chronic catheter placement, the drainage catheter connector was allegedly found fractured. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Therefore, the investigation is inconclusive for the other two occurrences as no objective evidence was provided for review. A definitive root cause for the catheter connector fracture could not be determined based upon the provided information. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.